Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelab received a report that on (B)(6) 2018 a telemetry central monitor stopped displaying information during use. The device was restarted, but the displays showed a fuzzy video signal. No injury was reported as a result of this event.

Manufacturer narrative:
The customer¿s biomed resolved this issue without further assistance from spacelabs. This report is complete and this particular issue is considered closed.